Event description:
Additional information was received. It was reported that the surgeon has removed the ins and the lead. It is available for analysis. The ins was at end of life and surgeon decided to remove it along with the lead with consent from the patient. On explant it was noted the lead had withdrawn from the sacral space.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# 0219381194, implanted: (B)(6) 2020, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the patient is on the (B)(6) system and is on a waiting list. It may be a year or more before they are able to perform the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# 0219381194 implanted: (B)(6) 2020 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported the patient was seen by the healthcare professional (hcp. The implantable neurostimulator (ins) will be replaced. The patient's indication for use was fecal incontinence.

Manufacturer narrative:
Analysis of the returned ins serial# (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Analysis of the returned lead lot# 0219381194 was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024 mpxr 1203152 (con, rep, for): regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient had an implantable neurostimulator (ins) check 12 months ago and the reading was over 24 months remaining. The patient had a recent knock on their back, over the lead site. Since scrapping their back and knocked the lead implant site, patient has bruising and swelling in the area. Patient is low bmi. Patient experienced pain at site afterwards. Battery check undertaken with manufacturer representative (rep) to discover all impedances in range, however the battery has 1% remaining or 0.2 months. Patient mentioned the ins often feels hot under skin/through skin which has been for the life of the device, and not since the impact. Patient can not explain when, how often or how hot. It has never caused discomfort, just a warm sensation. This may be due to a recent impact over the lead site; however this is unknown. Patient has a standard consultation with their continence nurse to check the system is functioning ok. All tested ok but battery depletion prematurely. Impedance all checked in range. Patient still has a functioning system that is working well to maintain the therapy; however the battery appears to have depleted suddenly and prematurely.  Surgeon to review patient booked for 4 weeks time. Surgeon reviewing patient in 4 weeks, likely schedule an ipg replacement and potentially a lead re-tunneling, or replacement of lead as well as ipg. The device is currently still implanted in the patient. Surgeon to review findings with patient and make a plan as to next actions.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# 0219381194 implanted: (B)(6) 2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model, serial/lot #: (B)(6), ubd: 2023-09-24, UDI#: (B)(4) h1. Type of reportable event updated to serious injury medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.